Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's keypad needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service and no harm or injury reported was reported. During the evaluation a service required code was found in the event log and the device's keypad needed replaced to address the issue. The service required codes were related to the internal battery and the internal battery was replaced to address the issue. There was no error code nor malfunction related to the keypad. All fields have been corrected on this report. The coding has been updated to reflect the error codes related to the internal battery.